Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis. The customer reported a difference of 100 points between the sensor glucose and blood glucose readings. Found that the customer had been entering false blood glucose readings when the meter bg now alarm would occur so that the sensor would not stop graphing values. Advised the customer on proper calibration times. Also advised not to enter false readings or treat her blood glucose levels based on the sensor glucose readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2010-82871.